Event description:
It was reported that pump displayed a cartridge change error while customer was using pump in case. There was no adverse impact to the customer¿s blood glucose level. Customer, with guidance from technical support, removed cartridge, inspected and removed loose o-ring from pneumatic tap, cleaned area, reattached cartridge securely, followed on-screen steps, successfully completed load process, and resumed insulin delivery.